Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys estradiol iii (e2) assay on a cobas e801 immunoassay analyzer. Initial result: 850 pg/ml. 1st repeat result: 5 pg/ml accompanied with a data flag. 2nd repeat result: 5 pg/ml accompanied with a data flag. The sample was also repeated on a different e801 and the 3rd repeat result: was 5 pg/ml accompanied with a data flag. The repeat results were deemed to be correct as they matched the patient's clinical picture.

Manufacturer narrative:
The cobas e801 analytical unit serial number (B)(6). Calibration and qc were performed on the day of the event and they were within ranges. A general reagent problem can be excluded because the qc before the event was within ranges. The investigation is ongoing.